Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced nausea. The lead exhibited impedance greater than 3000 ohms and unstable sensing. The lead was explanted and replaced.